Event description:
It was initially reported that the patient had difficulty recharging their implantable neurostimulator (ins) and was not able to get any coupling bars with the external recharger since implantation. In addition, the ins could only be charged to 25%. The ins was noted to be flush to the surface of the patient's skin and tight in the pocket. Using the antenna locator (al) feature on the external recharger, a reading of only 56 was obtained but was able to get it up to 68 (using a recharger belt). When a second external recharger was used, no coupling bars were seen. X-rays that were taken showed the extensions were coming off to the right. When the ins was interrogated with the clinician programmer, it showed that the patient had only charged for 1.5 hours. On (B)(6) 2012, the patient had revision surgery where the ins was found to be flipped. The ins was repositioned in the proper orientation. The patient was reported to be able to recharge now. Additional information was requested, but was not available at the time of this report.

Event description:
Follow up information received confirmed that since the repositioning surgery, the patient had been doing excellent with 'great' coupling noted for recharging and obtained a 'great' signal when using the patient programmer. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
.